Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal elite was deployed in the left groin site. The pt was diagnosed with a retroperitoneal bleed two hours post-catheterization. The pt was taken to the operating room and a large hematoma was removed from the pt's left side. The hematoma was not actively bleeding at the time the pt arrived in the operating room. The surgeon noted that the collagen placement was not on top of the artery and that the stick appeared to be clean with no sign of a back wall stick. No further complications were reported.